Event description:
Reporter called to report that after using nasogel, she experienced severe reactions on two separate occasions: one, (B)(6) 2023, she took it in the evening and had chills and shivering, nausea and vomiting and was ill throughout the night and had to cancel her patient load for the following day. Two, (B)(6) 2023, she took nasogel at noon and by the evening had chills, dizziness, nausea and vomiting, diarrhea, loss of consciousness/falling and hitting her head with bleeding. Her husband was able to help her on this second incident. Reporter states that the nasogel is unsanitary, has mold and toxins in its ingredients, lacks rigorous testing by the manufacturer and quality control problems. Reporter states that the FDA has issued warning letters about this product (may 26, 2023), https://www.FDA.gov/inspections-compliance-enforcement-and-criminal-investigations/warning-letters/neilmed-pharmaceuticals-inc-650263-05262023 where, the product continues to be a hazard to the public.